Event description:
In 1973, breast fed her child who had chronic stomach problems and allergies unlike other family members. In 1978, premature ovarian failure, "attack on autoimmune system" when she was 34. 1978-1994; constant problems with eye, walking, aches, muscle problems, diverticulitis led to 1994 diagnosis of ms, lupus, no sex life in 10 years, flu-like attacks for 16 years.